Event description:
It was reported that the device combusted in a confined space. The medfusion 4000 pump caught on fire during therapy with a child in picu, causing a lot of smoke in the enclosed crib of a child in picu. The device was mounted in a basket sitting in plastic which prevented ventilation to the device. The battery compartment and capacitors were intact, but an ac power cord was used that had broken insulation on the power cord near the ac port at the back of the pump. It was suspected that the gap in insulation allowed moisture to enter the cord and the pump. The mainboard was wet and so was the plastic under the pump. There was mostly internal damage, not really the casing. No fire extinguisher was used. The ac adaptor and internal board produced the smoke. Preliminary investigation of the event by the hospital determined that this was fluid infiltration, not the fault of the pump. There was unknown patient involvement and unknown patient harm/adverse event.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Updated d3 - manufacturing plant address. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.